Event description:
Procedure type: gastric bypass. According to the reporter: when the device was fired, the staples did not form correctly. The tissue had to be resected and another dlu was used to complete the procedure. No further information could be obtained about this event.